Event description:
It was reported that the patient experienced a dislocation of the freedom head from the liner. The surgeon used an open reduction procedure and used the dislocated product to complete the reduction. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID: 010000982. G7 freedom const e1 lnr 36mm d. Lot number 7018181. Establishment name: (B)(6). Reporter source: foreign: japan the device will not be returned for analysis as it remains implanted. However, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, d6a, g3, g6, h2, h10.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.